Event description:
Additional information received 15oct2020. The procedure being performed was a flexible ureteroscope lithotripsy. The stone was located in the lower calyces of the right kidney. It was noted that the position of the renal calyces was deep. The device was not tested prior to use. A storz scope was used during the procedure, and the patient was under general anesthesia. The procedure was completed successfully by bending the flexible ureteroscope into the inferior caliceal for lithotripsy. No additional procedures were required as a result of this event.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Event description: it was reported, during a flexible ureteroscope lithotripsy , using an ngage nitinol stone extractor, the operator noted the distal part of the "net" could not be completely opened and they were unable to use the device. The stone was located in the lower calyces of the right kidney. It was noted that the position of the renal calyces was deep. The device was not tested prior to use. A storz scope was used during the procedure, and the patient was under general anesthesia. The procedure was completed successfully by bending the flexible ureteroscope into the inferior caliceal for lithotripsy. No adverse events have been reported as a result of the alleged malfunction. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The device was returned with the handle in the open position but the basket formation in the closed position. The mlla (male luer lock adapter) and collet knob were tight. The polyethylene terephthalate tubing [pett] measured 3.5 cm in length. There were kinks in the basket sheath located at 57.5cm and 81.7cm from the distal tip. Three wires in the basket formation were broken. There was no discoloration on the broken wires. Functional testing noted the handle moves the coil assembly due to broken wires, the basket formation does not open. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. The most likely cause for the basket wires pulling free from the basket sheaths would be if it was attempted to forcefully open the basket with the device still inside the scope, or with the basket otherwise prevented from opening. The distal force applied to the basket wires when the basket cannot open laterally can put stress on the joint between the basket wires and sheaths, pulling the wires out of the sheaths as seen on the returned device. The IFU contains a caution that excessive force can result in damage to the device. The conclusion of the investigation is that the user inadvertently placed excessive force on the device, causing damage to the basket. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Name and address: phone: (B)(6). PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during an unspecified procedure, using an ngage nitinol stone extractor, the operator noted the distal part of the "net" could not be completely opened and they were unable to use the device. It is unknown how the procedure was completed. No adverse events have been reported as a result of the alleged malfunction. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.